Manufacturer narrative:
H6: added the following: health effect - medical device problem code.

Event description:
It was reported via legal documentation that approximately 112 months after a left total knee replacement procedure, the patient has experienced prosthesis wear destruction of bone, osseous resorption, osteolysis, synovitis, swelling, pain, limited rang eof motion, difficulty walking, and loss of enjoyment of life. No further issues or complications were reported. No additional information is available. Right knee also operated in (B)(4).

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-03144 d10 concomitant devices: (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2. N/a 02-012-41-2010 or 2020 - logic tibia traptray cem sz 2f/1t or sz 2f/2t. N/a 200-02-29 or 32 - three peg patella 29mm or 32mm. D4 pn: 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm. Serial: (B)(6). UDI: (B)(4). G4 510k: k110547. H4 manufacturing date 24nov2014. H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and/or loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.